Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had unexpected restart alarm, buttons must be pressed harder to work. Customer stated insulin pump had crack in right hand corner of screen, screen had dimmed, crack from act button around to reservoir compartment, battery compartment threading worn making difficult to make contact with batteries, had to change batteries in less than 7 days, rejected new room temperature batteries, priming process taking longer to complete including settings reset. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.